Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high to over 600 mg/dl. The customer reported that his doctor stated that he was not getting insulin. The customer was treated with manual injections. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no air bubbles or leaks were observed. The insertion site was not sore or irritated. The insulin pump passed the displacement test and failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.